Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. (B)(4).

Event description:
It was reported that during a procedure, upon attempt to withdraw the catheter from the patient after ablation, the catheter was stuck in the sheath and the catheter distal tip kinked. The catheter was removed from the patient together with the sheath as one unit successfully. The procedure was completed without patient consequence. In following-up for more information it was described that around electrode ring #2 appeared caught in the sheath and the catheter was bent approximately 90 degrees angle. Upon receipt of the complaint product on (B)(4), 2011, we determine that the catheter condition provided by the customer was confirmed to be a reportable malfunction. We are still following-up to request for some more detailed information, however no information has been provided.

Manufacturer narrative:
(B)(4). It was reported that during a procedure, upon attempt to withdraw the catheter from the patient after ablation, the catheter was stuck in the sheath and the catheter distal tip kinked. The returned complaint device was visually inspected. It was noted that the tip was bent and damaged due to an excessive force. The outer diameter of this catheter was measured and was found within specification. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Also, all catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. The complaint condition was confirmed.